Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd an scs system, including a surgical lead, on (B)(6) 2008. It was reported the pt cannot increase the amplitude of her stimulation. The pt was referred to her physician for reprogramming of the scs system and is working closely with her physician to determine if further action needs to be taken. No pt complications were reported as a result of this event.